Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2010. Approximately 6 years and 6 months after the initial procedure the patient had the first left knee revision. After each of the left total knee replacement surgeries, the patient began to suffer from symptoms including but not limited so synovitis with aseptic loosening, mechanical loosening, pain and lack of mobility. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: conomitants: 1311249. 244-02-02 - optetrak asy hi-flex ps cem fem, sz 2, left. 1379161. 244-22-09 - optetrak hi-flex tibial insert, sz 2, 9mm. 1421672. 200-02-32 - three peg patella 32mm. 1733796. 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar wear, instability, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.